Event description:
X-ray report was received (no x-ray images provided). Per the review, stimulator device was noted in the left anterior chest wall region, and there was no discussion regarding the vns. The x-ray images have not been reviewed by the manufacturer to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed low lead impedance. X-rays were performed and reviewed by the physician, and no obvious lead fracture/anomaly was noted. The x-rays have not been reviewed by the manufacturer to date. It was noted that there is no known patient manipulation of the vns device. The patient has been referred for revision surgery. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.